Event description:
It was reported patient was revised due to poly wear and instability. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5; d4; g3; h3; h4; h6. The following section was corrected: d6a; d6b. Visual examination of the provided pictures identified a broken / fractured vanguard cr dcm tib bearing. The fracture is located on the lateral side of the articular surface. The device shows signs of use such as wear and biological debris attached. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. This device is used for treatment. Insufficient information provided. Unable to perform a compatibility check. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.